Event description:
Customer reported an unexpected negative reaction with cell 1 on the 2_cell screen with capture-r ready screen (crrs) lot x245, on the galileo.

Manufacturer narrative:
Reactivity of the s antigen was confirmed on retention capture-r ready-screen (I and ii), lot x245. The customer did not return sample or product for investigation testing. It is not possible to rule out the sample as a cause of the event.